Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that takotsubo syndrome occurred. A pulse field ablation (pfa) procedure was performed using a farawave 2.0 catheter. While in recovery post procedure, the vital signs of the patient deteriorated and the patient was diagnosed with takotsubo syndrome. The patient was treated with dialysis and remains hospitalized.

Event description:
It was reported that takotsubo syndrome occurred. A pulse field ablation (pfa) procedure was performed using a farawave 2.0 catheter. While in recovery post procedure, the vital signs of the patient deteriorated and the patient was diagnosed with takotsubo syndrome. The patient was treated with dialysis and remains hospitalized. It was further reported the patient experienced cardiac arrest, liver function deterioration, and kidney function deterioration due to takotsuba syndrome. The patient recovered and was discharged.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the farawave catheter upn m004pf41m431 batch 0036372180. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the farawave catheter was discarded by the healthcare facility therefore returned device analysis could not be performed. Labeling review: the farawave catheter instructions for use (IFU) lists heart failure, including cardiomyopathy, cardiac arrest, and renal failure or insufficiency as known potential adverse events associated with the use of the device. Investigation conclusion: bsc has assigned an investigation conclusion code of adverse event related to patient condition. It was reported that following a pulse field ablation procedure the patient developed takotsubo cardiomyopathy resulting in cardiac arrest, liver function deterioration, and kidney function deterioration. Takotsubo syndrome represents a stress induced cardiomyopathy which in this case likely occurred as a physiological response of the patient to the procedure. Heart failure, including cardiomyopathy, cardiac arrest, and renal failure or insufficiency are known potential adverse events associated with the use of farawave catheter. Risk review: a review of the farawave hazard analysis was completed and confirmed that the events of cardiac arrest, unspecified kidney or urinary problem, liver dysfunction and cardiomyopathy were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This supplemental report is being submitted with an update to sections: b5 describe event or problem. H6 patient codes.

Event description:
It was reported that takotsubo syndrome occurred. A pulse field ablation (pfa) procedure was performed using a farawave. While in recovery post procedure, the vital signs of the patient deteriorated and the patient was diagnosed with takotsubo syndrome. The patient was treated with dialysis and remains hospitalized. It was further reported the patient experienced cardiac arrest, liver function deterioration, and kidney function deterioration due to takotsuba syndrome. The patient recovered and was discharged.